Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient reported physical damage to the cycler. The patient reported that there was a burn hole on the heater tray. The patient reported that they believe the physical damage was caused by a power outage, but they were not positive. It was reported that the patient will perform alternate treatment options. Upon follow up, the pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received a new cycler. Upon follow up with the patient, they stated that they were able to complete treatment on the cycler the night before. During the treatment the night before, the patient observed the burn and hole. The patient stated that they recalled that there was a brief power outage at their apartment. The following day when the patient was cleaning the machine they noticed a dark stain on the heating tray near the serial number. When the patient started cleaning the machine they noticed that there was a small hole. The patient stated that nothing appeared melted around the small hole. The patient did not observe any smoke, burnt smell or flames during the last treatment. The patient stated that there was no burn damage to the outlet, cable, nor any other components. The patient stated that there were no alarms during treatment. The patient stated that their home medical bed is also connected to the same outlet as the cycler. Patient has received the replacement cycler and was able to complete one treatment on the cycler without any issues. The cycler pickup was missed, however; the cycler pickup has been rescheduled.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with signs of physical damage noted. The front panel assembly is damaged, the heater tray is discolored and damaged, and the rear panel is pushed inside of the cycler. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was not confirmed. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage. The front panel assembly is damaged, the heater tray is discolored, and the rear panel is pushed inside of the cycler. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Post-accelerated stress test 2-hours 15-minute 8500ml simulated treatment was performed without any failures or problems. All electrical safety checks passed, which included the voltage check, hipot test, and safety analyzer test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Although the patient reported a burn hole on the heater tray, this was unconfirmed upon completion of the evaluation. There were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.